Manufacturer narrative:
(B)(4). D10: cat: 802202802, lot: 66840290, femoral head, g2: foreign ¿ taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one month post-implantation, the patient fell and dislocated their hip. Doctor initially chose to complete a closed reduction. Then the cup and head separated and the patient underwent a revision procedure. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. The following sections were corrected: h4. Visual examination of the returned product identified the ringloc bipolar is unable to confirm any etch identification as they are inside the shell and the liner was returned seated in the shell and was not separated during evaluation. Shell has scratches on the spherical surface. Liner has scratches to the inner spherical surface and deformation on the rim. No other damage was noted. Shell measured within specification. Liner was unable to be measured while being seated in the shell. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. It was reported the patient fell leading to a dislocation and subsequent closed reduction; however, it is unknown if the devices caused or contributed to the reported fall. As per IFU, the ringloc bi-polar acetabular prosthesis can dislocate. Closed reduction is generally successful; however closed reduction must be attempted with caution to prevent disassociation of the bi-polar acetabular component from the femoral component. When dislocated, the bi-polar component can assume a vertical position and become impinged against the natural acetabulum. When impinged, during closed reduction, the bi-polar component can experience forces greater than the lever out forces or torque forces required to disassociate (separate) the bi-polar component from the femoral component. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.